Event description:
It was reported that the pt had two access lines, one delivering heparin, the other saline. The first line with saline broke when crimped at the access port to give IV medication. The other with heparin separated at the connection of the soft delivery chamber tubing to the hard portion that holds the tubing at the top of the chamber. The fluid was flowing into the delivery chamber.